Event description:
A caller reported encountering a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a complete pump reset, after which the error code did not reappear, allowing the caller to successfully start a new sensor session.